Manufacturer narrative:
The reported event of the stylet unable to be introduced fully into the lead and becoming stuck was confirmed. As received, a complete lead was returned in one piece for analysis. The helix was extended and clogged with blood/tissue. X-ray inspection found an over-torqued inner coil at the connector region, which is consistent with procedural damage. A stylet could not be inserted inside the lead due to an over-torqued inner coil inside the connector region which caused the reported event. Visual inspection of the lead did not reveal any other anomalies except for procedural damage.

Event description:
During an implant procedure, the stylet was unable to be advanced in the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.